Event description:
The manufacturer received information alleging a ventilator alarmed and shut down. The device was not in patient use. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator alarmed and shut down. The device was not in patient use. At the time of the initial report, the device serial number was unknown. The reporter of the event has confirmed this is the same event that was reported to the FDA on MDR 2518422-2019-01913.